Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked adhesive around the objective lens and gap in the adhesive area between server plug-in (z-block) and distal end was traced to component failure, and the most probable root cause of the foreign objects in the air/water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a cracked adhesive around the objective lens, gap in the adhesive area between server plug-in (z-block) and distal end, and foreign objects in the air/water cylinder and tube. There was no patient involvement.